Event description:
Follow-up revealed the patient's lead was explanted and replaced. Effective therapy was obtained after the surgery. The patient is no longer receiving overstimulation. The patient's issue has been resolved by surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient hardly feels stimulation when increasing it (exact event date is unknown). Reprogramming did not provide resolution. While the patient was reprogrammed, he experienced stimulation in unintended area. An impedance check revealed no anomalies. X-rays were taken but the results are unknown. The patient may undergo surgical intervention on a later date.

Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2015. During the procedure, diagnostic testing revealed invalid impedances. After further testing was performed, the doctor decided to electively explant and replace the patient's ipg (with a different model). Post op, effective therapy was not present. It was also reported the patient experienced overstimulation, post op. As a result, the patient will undergo surgical intervention again on a later date.

Event description:
Follow-up revealed x-rays identified no anomalies. The physician will undertake surgical intervention at a later date for further troubleshooting.